Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the lvp keypad recall has been completed. Sw as found version 9.17 sw as left version 9.17, replaced u4 on display board due to dim segment and replaced ail sensor assembly. Based on the findings, service determined that the probable root cause of the reported issue was due to the electrical failure of the keypad. A review of the device history record showed the device had a manufacture date of 24jun2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had "keypad". No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information: h3, h6, h7, h9, h10. (B)(4) a review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to the electrical failure of the keypad. A review of the device history record showed the device had a manufacture date of (B)(6) 2017.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had "keypad". No additional information was provided. There was no patient involvement.